Event description:
An olympus sales rep reported that a pt received a burn to her leg during an endometrial ablation procedure. The procedure was completed with the same instruments since the burn wasn't noticed until the pt went to recovery. The hosp risk mgr reported that the burn, diagnosed as a second degree burn by a hosp burn specialist, required treatment with a topical ointment as a precaution against infection. He stated that although the burn is not expected to leave a scar, it is always possible that scarring may occur.